Event description:
It was reported that the patient stated the high blood glucose levels on (B)(6) 2025 and corrected by bolus via pump.

Manufacturer narrative:
MDR initial 6 of 8. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.